Manufacturer narrative:
Method and results: product not returned to cbi. Conclusions: root cause inconclusive due to lack of details provided by the complainant. This report is related to 1835959-2013-00876. Investigation into this claim has included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the surgisis es pelvic floor graft and the surgisis biodesign tension free urethral sling's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.

Event description:
The patient was reportedly implanted with the surgisis es pelvic floor graft and the surgisis biodesign tension free urethral sling on (B)(6) 2007 at (B)(6) medical center, by dr (B)(6) and dr (B)(6) to treat her uterine prolapse and uterine relaxation. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current patient status.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided . Product manufacture date unknown; lot number unknown. This MDR is related to MDR 1835959-2013-00876. Update: the root cause of the patient¿s current complaints is inconclusive. However, lack of effectiveness and recurrence are known potential complications.

Event description:
The patient was reportedly implanted with the surgisis es pelvic floor graft and the surgisis biodesign tension free urethral sling on (B)(6) 2007, at (B)(6) center in (B)(6), by dr. Dr. (B)(6) to treat her uterine prolapse and uterine relaxation. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery. Update: on 08/28/2007, dr. (B)(6) performed a total hysterectomy with anterior and posterior vaginal colporrhaphy, vaginal vault suspension with a surgisis j-pf-8x13, placement of a stratasis tension-free urethral sling, and repair of an incidental cystotomy for repair of the patient's grade 4 uterine prolapse, grade 3 cystocele, grade 3 rectocele, and urethral hypermobility.